Event description:
Reportedly, a remote report concerning platinium 1844 605df030 was received, dated 6 january 1970. The history of arrhythmias ranges from 31 december 1969 to 4 january 1970.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation results: analysis of the provided files confirmed the reported behavior: the dates associated to the last remote reports were incorrect. Based on available data, the observed issue most probably resulted from a depletion of the internal clock battery of the subject home monitor. The home monitor should therefore be replaced, which should restore a correct date in the next remote reports. It should be noted that the dates should be displayed correctly when performing an in-clinic follow-up (if the programmer date is correct).